Event description:
The lay user/patient called lifescan (lfs) affiliate in 2005 and alleged that his meter was reading inaccurately high. Five days earlier, at 10:00 p.m. The pt obtained a result of 16.5 mmol/l. The patient stated that he felt the result was too high. He took his insulin, 34 units of his long-acting insulin, protophan and 34 units of his rapid-acting insulin, novorapid. He went to bed and slept through the night. At 8:00 a.m. He woke up feeling hypoglycemic, dizzy. He also reported vision problems. He tested on his meter and the result was 16.8 mg/dl. He did not believe the result so he retested with a new vial of test strips, a few minutes later, and obtained a result of 2.8 mmol/l. He ate some carbohydrates and felt better afterwards. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. He did not have any control solution to troubleshoot. The patient based his insulin on his blood glucose result, which resulted in a hypoglycemic result. A replacement meter has been sent.